Manufacturer narrative:
Pump received rf pic failed self test alarm during self test due to faulty y1.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test and not able to rewind the insulin pump. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.